Event description:
Healthcare professional additionally reported "hole, non-specific." Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional additionally reported "hole, non-specific." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening on anterior and creases fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp opening on radius assessed as a surgical impact opening, and stress mark in the shell. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on radius assessed as a surgical impact opening. Reason for reoperation: capsular contracture, baker grade IV, and rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.